Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range impedance measurement greater than 3000 ohms. Technical services (ts) provided a review a noted that the impedance was stable but has been jumpy for the last four months. Ts was consulted and recommended in office evaluation of the lead. This rv remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).